Event description:
Reporter alleged the lancet needle the is part of the multiclix kit system used in finger-stick blood glucose testing is sticking out past the drum when inserted into the device for use. The location of the alleged incident was not provided. As a result, no actions were taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent. The multiclix kit: catalog # 04466152160.

Manufacturer narrative:
The suspect product is the multiclix lancet.